Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a laparoscopic gastrectomy, an error 5 was displayed. The blade was broken off at the system check. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.